Manufacturer narrative:
No patient involvement.

Event description:
Additional information was received, by smiths medical on 02-feb-2021. No patient was involved.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. Fluid ingression's were found by the chassis base of both occlusion sensors therefore the "cassette sensor error" was likely caused by fluid ingression. The downstream and upstream sensors were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited cassette sensor error. No adverse effects were reported.